Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the atrial lead exhibited noise episodes and had multiple auto mode switch episodes. Some of the mode switch episodes were related to patient experiencing short runs of atrial tachyarrhythmia. No intervention was performed. The patient was stable throughout the event and will continue to be monitored normally.